Event description:
Dr. Implanted a cook ureteric stent into the right side of a patient in 2005 at the hospital. The ureteric stent also fragmented in patient and an open nephrostomy was required to remove the fragments from the right kidney.